Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a transthoracic echocardiogram (tte) showed a small pericardial effusion with no evidence of tamponade three days after surgery. The effusion was deemed not serious. The leads remain in use. The patient is a participant in the attain stability quad clinical study. No further patient complications have been reported as a result of this event.